Event description:
The patient experienced a lack of effect. He tried all four device programs without success. It was noted that the daily voiding log did not match the log therapy summary in programmer and the daily use information. Impedance measurements showed >4000 ohms on all combinations with electrode #3. The patient was given 3 new programs to try. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).